Event description:
It was reported that the end user sat down on the rollator and the brake did not lock. She fell, fracturing some ribs.

Manufacturer narrative:
It was reported that the end user sat down on the rollator and one brake did not lock. She fell and fractured a couple of ribs. She was reported to be doing well. The sample was returned and evaluated. The front and rear leg extensions were not set evenly. The rear extensions were set at adjustment hole 1, and the front extensions were set at adjustment hole 2. Since the front extensions were set higher, it gives the seat a downward sloping angle. It was confirmed that the left brake locked and the right brake did not lock. With adjustment, the right brake locked as specified by the manufacturer. Instructions for set up and device maintenance are described in the owner's manual. This is not a manufacturing defect and the incident appears to be caused by a lack of maintenance. However, due to the report of fractured ribs, this MDR is being filed.